Manufacturer narrative:
Findings: all buttons function properly. No keypad buttons anomaly noted. Unit alarmed a33 during the basic occlusion test due to protruded/loose drive support disk. Pump received with minor scratched display window, cracked reservoir tube lip and cracked pump belt clip slot. Pump had corroded battery tube.

Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.